Event description:
On (B)(6)2010, a consumer reported by phone that he "had 4 condoms break" and "developed a clear discharge and burning during urination" and is on his "4th different type of antibiotic, symptoms started 4 days after last breakage" and "all test so far have some back negative."

Manufacturer narrative:
Conclusions - for further evaluation, church & dwight co., inc. Has requested the following from the user: the product, its original packaging, and completion of an event questionnaire. To date, the requested has not yet been returned.